Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer reports the needle detached from the hub while attempting to attach the blood collection tube. The customer stated the needle completely pulled out of the device while in the pt arm.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.